Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26may2020.

Event description:
The customer reported a ventilator that would run on battery power while plugged into ac power. The manufacturer's field service engineer (fse) could not reproduce the reported problem. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report. The fse replaced the power supply and power management printed circuit board as a precautionary measure for this event.

Manufacturer narrative:
G4: 21sep2020 b4: (B)(6) 2020 the power supply and the power management printed circuit board assembly (pm pcb) were returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the power supply and pm pcb revealed no anomalies. The power supply was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned power supply passed all testing, and no errors were generated. The pm pcb was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned pm pcb passed all testing, and no errors were generated. No fault was found on neither the returned power supply, nor the pm pcb - the reported issue could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.